Manufacturer narrative:
Philips has investigated the complaint. A philips remote service engineer (rse) inspected the system remotely and found that the wireless footswitch (wfs) charger was not functioning. A new charger for the wfs was ordered and shipped to the customer. No onsite service was performed by philips. Further analysis of the wfs charger was not performed, as the part was unavailable. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the system's instructions for use (IFU), the wired foot switch must always remain connected to the x-ray system and be available for clinical use. If image acquisition cannot be started using the wireless foot switch, the procedure can be continued with the wired foot switch. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's wireless footswitch charger was not able to charge. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.